Event description:
It was reported that a malfunction occurred with a malfunction code of 16. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.